Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, it was noted that the implantable cardioverter defibrillator (ICD) was unable to be interrogated remotely. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.